Event description:
Ten cc syringe was being used to flush the catheter, post treatment with .9% n/s when the syringe tip broke off inside catheter. The broken piece of the syringe had to be removed from the catheter by hemostats.

Manufacturer narrative:
The lot number of the sample in question is unk; therefore, manufacture date as well as expiration date are unk. The sample was also discarded at the facility, so no product evaluation could be completed. Retained samples of the same product were tested at the manufacturing facility. Please see attached report. This complaint is now closed for MDR purposes.